Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and inspected. Visual observation indicates the thumbscrew was broken confirming this complaint. The femoral rod is stuck inside the guide frame and cannot be separated. It is possible that the screw was excessively tightened on the guide frame causing fatigue and eventually breaking it. The device appears to be old and worn and thus it is also a possibility that this failure was a result of worn components. Furthermore, no lot number was supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek¿s corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales representative reported that during an acl repair that the thumbscrew broke off his rigidfix st u guide when the surgeon was malleting the device in. The surgeon completed the procedure with the device with no patient consequences or delay. The 9mm rod was not able to be removed from the guideframe and will be returned with the complaint device. The sales representative could not provide a lot number for the devices but reported that they were over three (3) years old.